Manufacturer narrative:
H3: the balloon catheter was returned for analysis. Analysis confirmed the balloon separation. The distal tip of the balloon was not returned.

Event description:
The balloon catheter used during a percutaneous transluminal angioplasty (pta) procedure of a calcified tibial artery. The balloon was inflated three times. On the third inflation, the balloon ruptured. The balloon was inflated to 8atm, 4atm, and 6atm respectively. The physician attempted to remove the balloon. In doing so, the distal portion of the balloon separated and was left in the patient's artery. Several attempts were made to retrieve the balloon segment, all of which were unsuccessful. The physician was able to stent the artery, ensuring the balloon segment would not migrate. There was no further patient harm. The procedure was delayed due to the unsuccessful retrieval attempts.